Manufacturer narrative:
The company representative tested the iabp and could not duplicate the failure. He replaced the expired safety disk (part number: 0097-00-0985-01). The fiber optic test passed as per the specification. The iabp was tested to factory performance specifications and returned to service. The production device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, they observed "optical sensor failure." The iabp was replaced with another unit. No pt injury was reported.